Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation, the physician attempted to cannulate the coronary sinus with the catheter leading in the dissection of the coronary sinus. The contrast dye did not wash out completely. The patient condition was good before, during, and after the procedure.